Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, loss of fluid. A fracture was found in the right cylinder tubing above the apex of the pump. Reservoir retained.